Event description:
It was reported that the needle mechanism did not retract as intended and the patient experienced pain at the infusion site. This indicates a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.